Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) does not fill. There was no patient harm or injury reported. Fse tested and observed leak during autofill sequence. Isolated to loosen iab fill part causing autofill failure. Secured iab fill port luer fitting and corrected failure. Unit passed all functional and safety tests per factory specifications and was returned to the customer.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to isolate the issue to a loose iab fill port. The fse secured the iab fill port lure fitting and corrected the failure. The unit passed all functional and safety checks and was returned to the customer.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) was observed to not autofill during an autofill sequence there was no patient harm or injury reported.